Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a rep met with the patient this past tuesday and they were able to successfully reprogram the patient to obtain good coverage of their pain targets. The stabbing pain was likely from the fall and not the ins as it has resolved after medication and treatment by the physician. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45. Serial#: (B)(4), implanted: (B)(6) 2010 product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 21-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported the patient had a fall approximately 2 weeks prior to date of report. Since the fall, the right lead of her system that helps with the right lower back pain has been giving her stabbing feelings and pain. The ins was interrogated, and all impedances were within normal limits. They attempted to program the right lead for extended period, but all attempts were unsuccessful in relieving the sensation with increased intensity. The patient did not feel the discomfort at low intensities or when off. An x-ray was obtained, and the right lead showed minimal migration. The patient was placed on steroids for 10 days and then follow-up in 2 weeks to see if the sensation and pain had subsided. No further complications were reported/anticipated.